Manufacturer narrative:
(B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When customers was using oa-10 to place our clso-10-7 on the biliary duct, the inner guiding catheter was broken. For your information, the unique number of clso-10-7 used is not available. Visiglide 2 guidewire - outer diameter 0.025in. Did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No please indicate where the device was stored prior to use. This product was located in the ercp room prior to use. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* visiglide 2 guidewire - outer diameter 0.025in / length 450cm / tip shape angled / first use were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Sphincterotomy was the wire guide inspected for damage prior to use?* yes, it was. Was the device at the centre of the complaint inspected for damage prior to use? Yes, it was. Did the patient involved exhibit altered anatomy or tortuous anatomy? No if not with the device in question, how was the procedure finished?* the procedure was completed using a new oa-10. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf260v, 4.2mm does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. The bile duct was resistance encountered when advancing the wire guide to the target location?* no was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. No was resistance encountered when advancing the introduction system in place to the target location?* no was resistance encountered when advancing the stent through the obstructed area?* n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. No please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Unknown did any section of the device detach inside the endoscope or patient? No if the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). Unknown please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary. No

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x oa-10 of lot # c1791157 was not returned to cirl for evaluation. This file deals with the broken the inner guiding catheter difficult advancement of the a stent through the tip of the introducer which has been attributed to user error due to an incompatible wireguide. Lab evaluation: n/a. Documents review including IFU review: prior to distribution all oa-10 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for oa-10 of lot number c1791157 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1791157 the instructions for use, ifu0096 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ and ¿wire guide diameter and inner lumen of wire-guided device must be compatible.¿. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. When a device is used outside of its validated state it is not possible to state how the device will function. As per information stated a 0.025" wire guide was used. Summary: complaint confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.